Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470". Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "workflow problem". Customer reported door is no longer in place causing a clicking noise when opening. Service reinstalled the door cylinder as it became unscrewed, performed a functional test successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause attributed to a loose door assembly. Review of device history record for instrument ct1900 is not required as this complaint does not allege an early life failure or failure at install of instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.